Manufacturer narrative:
Insulin pump not received in stuck manufacturing mode unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip, cracked keypad overlay at select button, damage keypad overlay texture and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported that the insulin pump had a piece missing by the reservoir. The blood glucose at the time of the incident was 21 mmol/l. The device will be returned for analysis.